Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huxd0679 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4) , lot number huxd0679 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." . As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "there was a large direct hernia which was repaired by using an extra-large plug and a keyhole mesh.". (B)(6) 2015 - patient visited hospital for right groin pain. (B)(6) 2015 - patient was diagnosed with pain thereby underwent open repair with removal of mesh. Per operative notes, "the scar tissue was taken down and removed. No indirect hernia was encountered or direct hernia. The mesh overlying the posterior pelvis was removed.¿. Attorney alleges that the patient had adhesions, recurrence, pain, emotional injuries with treatment, emotional injuries without treatment, underwent hernia repair surgery to remove the mesh, extensive scar formation, permanent and severe scarring, disfigurement.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of perfix plug, patient was diagnosed with abdominal pain and fibrosis thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), d.6b, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.